Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: product type recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. H6: fdd c63030, c63271 and c63173 apply to the ins (97714) fdd c62952 and c62968 apply to the desktop charger (37761) all fdm and fdr codes apply to the desktop charger (37761) fdc 92 applies to the ins (97714) fdc 11 applies to the desktop charger (37761)a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the desktop charger had a broken connector pin. The patient also reported that the patient programmer could not communicate with the ins, that it might be dead and that it needed to be checked. Replacing the batteries in the programmer did not resolve the issue. A new desktop charger was sent to the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.